Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for intractable spasticity and cerebral palsy. At the time of the report, the pump was used to deliver unknown baclofen. Pump drug information at the time of the event was not reported. It was reported that the patient saw the hcp on (B)(6) 2024 and, when they interrogated the pump, and motor stall and recovery alert (error codes 528 and 529) appeared and the hcp did not see anything in the logs. The hcp wanted to know if the patient's therapy had stopped and why they couldn't see the stall in the logs. It was noted that the pump logs went back through 2023. It was indicated that the alerts occurred at the first interrogation after the synchromed software version was updated. It was also noted that, since implant of the pump, the patient had magnetic resonance imaging (MRI).